Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in emergency room at hospital due to hyperglycemia as well as diabetic ketoacidosis on november 9, 2018 with blood glucose level over 400 mg/dl at the time of incident and the current blood glucose level was 180 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08720 inches. No under delivery anomaly or over delivery anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. Insulin pump had intermittent button response on the act button due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Insulin pump had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.